Event description:
"High thresholds. Rv thresh[hold] 2.5 at 1.0 unipolar. High impedance." Lead manufactured by boston scientific. Case: (B)(4) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).